Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Device evaluation: the reported condition of a broken syringe holder involving an infuso.r. Pump was not confirmed nor reproduced during sample evaluation. However, quality engineering noted there was a damaged pusher block issue. The root cause was not identified. Because this device is a stay-in unit, no repairs were made to fix the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "broken syringe holder." It is unknown when the event occurred; however, it was identified in the "surgery" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.